Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint "partial helix deployment" was confirmed. As received, the helix was leaning towards one side of the soft tip. X-ray examination of the helix assembly found the helix was bent adjacent to shaft assembly. During helix mechanism test, the bent helix runs against soft tip, preventing the helix from fully extending. The lead passed electrical testes, exhibiting normal characteristics.

Event description:
It was reported prior to implant of lead, there was a helix anomaly with the new rv lead. The lead was not used and was replaced with another lead. No adverse consequences were encountered for the pt.